Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had twiddled their implantable cardioverter defibrillator (ICD) which resulted in the dislodgement of the right atrial (ra) lead and the competitor right ventricular (rv) lead. It was noted that the ra lead had also triggered an alert for high threshold. A revision was completed and the leads were extracted and replaced. No further patient complications have been reported as a result of this event.